Event description:
Patient has complex history to her right upper extremity. In 2005, patient underwent a right total arthroplasty with multiple level humerus non-union. On routine follow-up one year later, pt was noted to have a loose bearing screw which was floating in the subcutaneous tissue. In 2006, the pt had the screw removed, revision and replacement of bearings and screws of previously placed right total elbow.